Manufacturer narrative:
The device was returned due to patient death. The device was tested at the bench including electrical test, thermal and mechanical stress testing and it was noted that the device exhibited normal device characteristics. The device image was saved successfully. A longevity assessment was performed and found that the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15298, related manufacturer reference number: 2938836-2019-15299. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.